Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No interprocessor communication error , the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula or battery errors noted. Hardware low level failures alarm (variable 9) confirmed in the insulin pump history due to software error. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received multiple pump errors. The customer¿s blood glucose level was 14.9 mmol/l. Customer stated that they had a received multiple pump errors alarm. The customer was advised to sent back for analysis and we will send a replacement. The insulin pump will be returned for analysis.